Manufacturer narrative:
Additional information to field h4.

Manufacturer narrative:
Correction b5 this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the most probable cause was error or with the product design. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the electrosurgical generator esg-400 experienced an e433 temporary failure error and was continuously restarting. The issue occurred during a transurethral resection of bladder tumor procedure. The intended procedure was completed with no reported delay. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical generator esg-400 experienced an e433 temporary failure error and was continuously restarting. The issue occurred during removal of kidney stones. The intended procedure was completed with no reported delay. There were no reports of patient harm.